Event description:
Service operation manager reported that the account alleged that a patient was trying to reposition herself in the bed by pushing with her feet on the foot section. Patient alleged that foot section dropped off of bed and patient's legs were dangling off bed. Patient did not allege any injury. Tsr stated that he found that the release handles were bent and contacting the release linkage. Repair has not been completed at this time.